Event description:
Boston scientific received information that during the initial implant of this lead, impedances of greater than 4000 ohms were observed on a medtronic pacing system analyzer (psa). The lead was plugged into the device header and all connections were checked and several more measurements were taken, all which were greater than 4000 ohms. As a result the physician did not want to use this lead. A different lead was used. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.